Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks over the course of a couple months due to signal amplitude reduction and oversensing. Subsequently, tachy therapy was programmed off. Technical services (ts) was contacted, and ts discussed troubleshooting options. The s-ICD system remains in service. No additional adverse patient effects were reported.